Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The imaging modalities failed. It was found that the mobile view station (mvs) computer would intermittently power down. The mvs computer was replaced and the mvs files were reloaded. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A medtronic representative reported on behalf of the site, that while in a spinal fusion procedure, the imaging system's mobile view station (mvs) will not stay powered on. They were able to boot the mvs up and use the imaging system to complete the procedure once it was plugged into a dedicated circuit outlet in the operating room. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect viewing station of the imaging system computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.